Event description:
Reported 1 false positive for sars results for one asymptomatic patient, off-label use at the time. The customer communicated the result was confirmed negative by molecular (pcr testing).the same patient recieved 3 other false positives on sars. Additional mdrs will be filed for other events.

Manufacturer narrative:
Investigation summary: tested 4x retained devices with negative standard and 4x retained devices with positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Tested 5x retained devices with the returned patient sample. All devices yielded valid positive results at the 15 minute result read time with near assay cut off values. Root cause: duplicated with patient sample, not with standards, exact cause unknown. Source: phone.